Event description:
She heard a short isolated beep from controller, no alarm lights illuminated, only green power light. Pt reported having a similar alarm while on power module vs. Battery power. Pt briefly lost consciousness. Controller leads and driveline inspected.